Event description:
Revision surgery - patient incurred an infection of her rsp involved shoulder. Parts were removed, the patient was irrigated and debrided and new components were implanted. The stem and baseplate were found to be secure and therefore did not require replacements.